Event description:
The report received indicated that during a coronary procedure the 3.00 x 15mm the dura star rx ptca balloon catheter ruptured at 12 atmospheres. There was no report of injury to the patient. Further information indicated the target was a critical and calcified lesion in the right coronary artery.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the analysis has not been completed. Additional information will be submitted within 30 days upon receipt.